Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged hypoglycemic event with a lowest continuous glucose reading of 39 mg/dl while using a g7 sensor integrated with the ilet, with missed meal announcements noted and urgent low alerts unacknowledged; treatment with oral fast-acting carbohydrates was initiated at home, the ilet was paused, emergency services performed confirmatory fingersticks and administered IV dextrose, and no device component malfunction was identified. Symptoms included hypoglycemia. Outcomes included a serious illness/impairment classification due to the severity of the low glucose and the need for medication, specifically IV dextrose. Investigation included interviews and collection and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings, no identified device problem, and no implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.